Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported b30 error was confirmed. Based on the results of the investigation, the root cause could not be determined. However, it was confirmed that there was no problem with image anomalies in the bf scope, and that the risk level was equivalent to that already assumed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited noise with b30 error and no image due to a defective printed circuit board. There were no reports of patient involvement.